Manufacturer narrative:
Follow-up # 1: 09/11/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the keypad, no physical damage was noted. All of the buttons on the keypad were responding to user input. The keypad cover was removed and contamination was found underneath the contrast button. It was also noted that the audio bolus button was working intermittently. The audio bolus button cover was removed and it was noted that the slug was misaligned; there was also contamination present. Unrelated to the original complaint, it was noted that there were two cracks in the battery compartment above and below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and the ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.